Manufacturer narrative:
A ge service representative performed an onsite investigation. The ata controllers were evaluated and identified as the root cause of the issue. The vascular loop feature was disabled and the system was tested and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.